Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 6.5mm proximal to the proximal edge of the distal markerband. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 4.0x40mm, 40cm mustang balloon catheter was advanced for dilation. However, when the balloon was inflated at 8 atmospheres, a balloon pinhole was noted. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 4.0x40mm, 40cm mustang¿ balloon catheter was advanced for dilation. However, when the balloon was inflated at 8 atmospheres, a balloon pinhole was noted. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.